Event description:
A caller reported that their pump screen was dark and would not turn on. There was no adverse impact on the customer's blood glucose level. The technical support team provided instructions to troubleshoot the issue, but the pump did not respond, leading to the decision to replace it. The customer was instructed to use multiple daily injections as a backup therapy to ensure insulin delivery and to return the malfunctioning pump using a prepaid label. The customer acknowledged understanding the instructions provided.